Event description:
Patient transported urgently to ep lab to undergo temporary transvenous pacing wire placement. Physician placed temporary pacemaker but was unable to pace the heart. Multiple attempts were made to fix the situation. It was discovered that the disposable cable was defective. A new one was opened and used with success.